Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the harvester was ready to take the branches, he plugged the hemopro 2 device into the extension cable. He noticed smoke without activation. He unplugged and re-plugged the device, but there was no change. They disconnected the device and opened a new one to complete the case. There were no pt effects. The product was retained by the hospital but is available for return. Received user facility form on 03/01/2011. The report stated "while using the vh-4000, smoke was noted at the distal tip (jaws) of instrument during insertion into the harvesting cannula. The first assistant noted smoke on the monitor and withdrew the instrument. Staff noted that the small wire on the jaw was misaligned. Device started smoking 5 minutes after case had started."

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt and bloody. The heater element had lifted up somewhat. The device was tested for deactivation after releasing the toggle. The toggle remained in the on position. The handle was opened up and it was found that the set screw and collar were loose. Based upon this observation, the reported complaint for "smoke without activation" was confirmed. (B)(4).